Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip outside of vial too long and/or test strips had poor storage. Manufacturer contacted customer with follow up phone calls for knowing customer condition;unable to talk to customer.

Event description:
Customer requested assistance with an e3 error message. Customer's wife is calling on behalf of her husband ((B)(6)) and states the customer is feeling lethargic and weak. Customer knows that his blood sugar is possible high. Customer advised to seek medical attention. Customer's wife states he is getting the error as soon as the strips are inserted into the meter. Customer has removed the strips from the vial and has placed them in a plastic bag. Advised the customer this is not the recommended storage method of the test strips. The customer states the error message appears when the strip is inserted. Explained to the customer that the e3 error message is related to improper storage of the test strips. Customer performed a blood test with another strip and was able to get a blood results 385mg/dl. Customer is aware of that the test strip were store incorrectly and will purchase another set of test strips.